Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(6) 2010.

Event description:
Procedure: left lower lobectomy. On (B)(6) 2010, dr. (B)(6) performed a vats left lower lobectomy on a (B)(6) pt. The case lasted for a total of 14 hours, due to the pt having severe adhesion from a previous incident with pneumonia. After surgery, the pt was in the hospital for one week, which was unrelated to the vats procedure. The pt was released from the hospital without the aid of oxygen. One week later, the pt returned to the hospital for arrhythmia and pneumonia. The surgeon used a bronchoscope to inspect the pt's airway. He noticed that the left inferior bronchus was not sealed. The surgeon informed covidien on (B)(6) 2010 that the pt had passed away. There was no autopsy performed on the pt.